Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the entrapment of device (clip caught on chordae), difficult or delayed positioning (anatomy), and premature activation could not be replicated in a testing environment. Additionally, a frictional element was bent, the actuator coupler was bent and broken, the harness was deformed, a l-lock tab was broken, and the dc handle flush port luer was deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported premature activation associated with the clip disconnecting from the delivery catheter appears to be due to the intense movements performed to remove the clip from entanglement. The cause of the reported entrapment of device (clip caught on chordae) associated with the chordae entanglement could not be determined. The observed material deformation associated with the bent frictional element, the observed material deformation associated with the actuator coupler bend, the observed break associated with the actuator coupler break, the observed material deformation associated with the harness deformation, and the observed break associated with the broken l-lock tab, appear to be due to tension applied during removal of clip from entanglement. The cause of the reported difficult or delayed positioning (anatomy) associated with the difficulty steering down to the valve could not be determined. The cause of the reported unspecified tissue injury (surgical procedure) associated with the damaged leaflet could not be determined. The observed deformation due to compressive stress associated with the dc handle flush port deformation appears to be due to circumstances during shipping/ storage (device shipped loosely inside a bag and regular shipping box). The reported patient effects of embolism and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and removal of foreign body were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.4438 - removed.

Event description:
This is filed to report clip caught in chordae, premature activation, clip embolization, and tissue injury, requiring surgical intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with small left atrium. An nt clip was advanced to the mitral valve. It was noted that it was difficult steering down the valve. The clip was placed a2/p2 medial. It was decided to reposition the clip. There was a heavy m/l knob manipulation. At this point, the clip got caught in chordae. The physician then pulled the sleeve back in attempt to come above and the sleeve jumped back. The clip came back to the guide tip, and the physician felt like the clip was still "stuck". The physician advanced the sleeve, and the clip was disconnected from the mandrel. The decision was made to take the patient to surgery to remove the clip and place a surgical valve. The surgeon noted during the mitral surgery that the leaflets looked damaged. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.